Manufacturer narrative:
The manufacturer received information alleging a ventilator was making a loud air flow noise and failed oxygen regulation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's o2 manifold, oxygen blending module board, 3-way solenoid valve, blower assembly, system board, oxygen blending module harness need to be replaced to address the issue. The oxygen blending module board, 3-way solenoid valve, system board, proportional valve, fio2 harness were evaluated by the manufacturer's product investigation laboratory (pil) and found oxygen blending module board, 3-way solenoid valve, system board, proportional valve, fio2 harness functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator was making a loud air flow noise and failed oxygen regulation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's o2 manifold, oxygen blending module board, 3-way solenoid valve, blower assembly, system board, oxygen blending module harness need to be replaced to address the issue.